Event description:
Per the patient¿s father, around 6 weeks after implant, they realized that the patient had an infection. Because the patient had limited feeling where the infection was, he didn¿t notice the infection right away. The pump was then removed which was about 6 weeks after implant. On the date of this report, the patient was supposed to have another pump implanted, but the procedure was canceled because they didn¿t know that the patient had to come off of his coumadin before the implant surgery. The device system was delivering baclofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had the pump explanted due to the infection. The patient had been without therapy for a month and half due to the pump explant. A new pump was implanted on (B)(6) 2015. The pump was not filled with baclofen at implant (filled with saline), the physician made the decision to wait for 2 weeks before filling the pump. The patient's father reported "now the patient will suffer for the last 6 months because of the decision made by the surgeon." The implanting physician was a neurosurgeon instead of the patient's pain physician. It was noted that the patient was on oral baclofen.